Event description:
Ous MDR - after an implantation period of approx. 58 months, oversensing on the rv channel was reported via home monitoring. The physician decided to explant the lead. No adverse patient events have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curve showed a stable pacing impedance around 500 ohms between july 2017 and july 2018 with a single intermittent decrease to <200 ohms in (B)(6) 2018. Furthermore the provided iegms showed artefacts on the right ventricular channel leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.